Manufacturer narrative:
Investigation/evaluation: reviews of the drawings, manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that an unknown damage amplatz wire guide was returned with a drainage catheter, exiting the distal tip of the catheter in a damaged condition. Coil elongation and mandril protrusion were noted to the wire. No product information was provided for the amplatz wire, so a limited document review was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, an unknown cook amplatz wire "sheared". Upon return and initial evaluation of the device, the wire was found to be elongated and unraveled. The wire was not moved or manipulated through a needle. A cook 12 french mac-loc catheter was also used during the procedure and reportedly would not loop (a non-reportable event). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.